Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: (B)(6). D4: lot number unknown / not provided, d4: catalog number unknown / not provided, d4: expiration date unknown / not provided, d4: unique device identifier (UDI) unknown / not provided, e1: email address unknown / not provided, e1: phone # unknown / not provided, g4: PMA/510(k) number unknown / not provided, h4: device manufacture date unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient presented with a loose crown and screw. It was confirmed that the screw loosened in the patient's mouth at tooth site #30. An access hole was drilled to remove and re-torque the screw.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 4114, 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie did not receive the reported device for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the mhlas dating back to twelve months from now. The complaint history review revealed that there are no existing non conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was possibly user caused. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.